Manufacturer narrative:
Hospitalization - initial or prolonged removed from outcomes attrib to adv event field.

Event description:
It was reported that the 3.5 cm cuff of the artificial urinary sphincter (aus) was the incorrect size for the patient. It was also noted that the 3.5 cm cuff was too tight around the urethra. The urethra was measured at 3.0 cm during the procedure. The patient was eventually implanted with a 4.0 cm cuff. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Hospitalization - initial or prolonged removed from outcomes attrib to adv event field. Investigation results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the interaction between the user and device, or sample, cause or contributed to the error. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. H3 other text : device has not yet been recieved.

Event description:
It was reported that the 3.5 cm cuff of the artificial urinary sphincter (aus) was the incorrect size for the patient. It was also noted that the 3.5 cm cuff was too tight around the urethra. The urethra was measured at 3.0 cm during the procedure. The patient was eventually implanted with a 4.0 cm cuff. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that there were no measurement errors with respect to the cuff size. The patient was simply implanted with 4.0 cm cuff because the 3.5 cm was determined to be too tight around the urethra.

Event description:
It was reported that the 3.5 cm cuff of the artificial urinary sphincter (aus) was the incorrect size for the patient. It was also noted that the 3.5 cm cuff was too tight around the urethra. The urethra was measured at 3.0 cm during the procedure. The patient was eventually implanted with a 4.0 cm cuff. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.